Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experienced both hypoglycemia and hyperglycemia. Customer blood glucose level at the time of incident was 52 mg/dl and 494 mg/dl. Customer stated that the pump was over delivering. Customer stated that the insulin delivery was suspended. The insulin pump will not be returned for analysis.